Event description:
It was reported that the right ventricular (rv) lead had increasing and high thresholds. Follow up was attempted to clarify threshold issue, however, additional information was unable to be obtained. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.